Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the keyboard was out of mechanical specification and the lower case was broken.

Event description:
The external pulse generator was returned due to a field action and for analysis. The epg was returned and subsequently tested out of specification. There was no patient involvement.